Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead was not able measuring the p-wave at higher or lower sensitivities. The x-ray showed the lead had the same position as implant. The lead remains in use. No patient complications have been reported as a result of this event.